Event description:
It was reported that multiple cartridges were damaged at the canister, interrupting insulin delivery. Leading to the customer¿s blood glucose (bg) level intermittently being over 625 mg/dl. The customer addressed elevated bg with a manual injections. Customer loaded a new cartridges to address the issues.